Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. The left ventricular lead exhibited high threshold. No intervention was performed. On 6/29/2015, the patient returned in clinic and the device was reprogrammed. No adverse consequences occurred to the patient.